Manufacturer narrative:
The field service representative found an issue with a printed circuit board. He replaced the board and measuring cells. The customer ran qc with all results meeting specification. The provided calibration and qc data were acceptable and gave no indication for a performance issue of reagent or instrument. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for two patients from the cobas 6000 e 601 module. Patient 1 initial troponin t gen 5 stat result was 11 ng/l and the repeat result was 16 ng/l. Patient 2 initial elecsys ft4 ii assay result was 1.92 ng/dl and the repeat result was 1.46 ng/dl. This patient was a (B)(6) year old female. The questionable results were reported outside of the laboratory. The troponin t reagent lot number was 41679901 with an expiration date of 30-nov-2020. The ft4 reagent lot number was 39433701 with an expiration date of 31-jul-2020.